Manufacturer narrative:
(B)(4). Additional investigation summary: one empty opened box and two unopened samples of product code vcpb841, lot pg2262 were received for analysis. The product code is control release and required eight strands per packet. During visual inspection of two unopened samples, no defects were found on the packages. Samples were opened and contains eight strands; the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were found. A functional test was performed and the pull force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no needle pull off was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2262, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle during use though no extra force was applied. It was a control release needle. There were no adverse consequences to the patient.